Event description:
The customer reported lower and higher than expected vitros amon results were obtained from two different vitros amon micro slide lots tested on a vitros 5,1 fs chemistry system. Vitros amon slides lot 1015-0233-0084: vitros lpv h2768: 229.1, 124.9, 125.3, 105.5, 130.2 and 93.8 ¿mol/l verses expected 190.0 ¿mol/l. Vitros lpv l3179: 115.5 ¿mol/l verses expected of 190.0 ¿mol/l. Vitros amon lot 1014-0234-1640: vitros lpv l3179: 136.4 ¿mol/l verses expected 189.2 ¿mol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that lower and higher than expected vitros amon results were obtained from two different vitros amon micro slide lots. The root cause is most likely an instrument related event. Results of precision testing demonstrated that the vitros 5,1 fs chemistry system was not operating as expected at the time of the event. Acceptable performance was obtained after ocd field service actions were performed. The investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected.